Event description:
Clinic reset/outpt while resetting unit at the clinic. Machine went beyond extension parameters. Psr stopped device, took pt out, and ice was applied. Pt complained of pain. Pt called dr who advised stop cpm use for 1 week. If pain persists, dr would like to see pt. At this time, no medical intervention needed.